Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the ventricular rate/sense and shocking channels. The device inhibited pacing as a result of the oversensing; however, the patient has an intrinsic rhythm and there were no associated adverse patient effects associated. Attempts to evoke noise with isometric exercise were successful. A guidant technical services consultant suspects that the high voltage lead terminals were reversed in the device header.